Manufacturer narrative:
Product event summary the partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and their implantable cardioverter defibrillator (ICD) had premature battery depletion. The lead was explanted and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.